Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the uninterruptible power supply (ups) was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect ups has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system powered down without prompt from the user. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Medtronic personnel were able to duplicate reported issue. Ups did not power on with returned batteries. New batteries were installed and charged for at least 6 hours. Load test passed 7 minutes 15 seconds. Batteries were recharged for at least more hours to complete battery replacement procedure. Returned batteries could not hold charge. The hardware investigation found that reported event was related and electrical failure mode due to low voltage.